Event description:
Additional information received from a manufacturer representative reporting that the ins had been explanted and will be returned to medtronic.

Manufacturer narrative:
H6. B20 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 code f1905 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reporting the ins was not replaced. They are re-trialing using an external neurostimulator (ens) to determine if re-implant is appropriate. The clinician was very eager to understand if the battery had malfunctioned which caused the reason for explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the surgery was planned for (B)(6) 2026.

Event description:
Additional information received from a manufacturer representative. It was reported that no date had since been set for the ins removal/lead testing. If the additional "trial" was successful, a new primary cell ins would replace the patient's rechargeable ins battery. The patient's ins was to be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the shocking issue was not determined. Further actions to resolve stated removal of the implanted ins, will then test the leads in another trial using a wireless external neurostimulator (wens). If therapy does not improve, they will then remove the leads. It was further discussed if fluid or pocket short was due to the ins or the lead. Unknown when this procedure will occur.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient's right leg continued to have relief if the ins was on, but every time they turned on the system the patient received an electrical shock at the battery site and down their left leg. The patient's left leg pain was unchanged or made worse with the ins. The patient was very clear that there were no electrical shocks when the system was off and only when the system was on did they feel shocks from the battery. The patient had issues from the time they started charging the battery with redness, pain and electrical shocks at the battery site. When a clinician heard of the battery site discomfort during recharging, they thought that it was still healing. After reprogramming utilizing more contacts on left lead, the patient was experiencing electrical shocks from the battery site when turning the device on/off. Impedances were checked and they had been within range with no open or shorts. The healthcare provider requested to investigate with tech services to determine what could cause electrical shocks at the battery site. The plan might be to explant the ins and attach an ens for an additional "trial" to determine pain response and send the ins in for assessment. It was noted that they might potentially reimplant the ins. It was unknown if surgical intervention was planned.

Manufacturer narrative:
G2: the country of origin is canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient's chronic pain was not necessarily managed.